Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that the stent had moved distally on the balloon thus damaging the stent and expanding the stent profile. This type of damage is consistent with the incorrect removal of the stent protector from over the crimped stent. The product stent protector was not returned for analysis with the device. The profile of the stent protector & crimped stent are within specification when manufactured. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent was found to have moved on the balloon however crimp markings were evident on an exposed portion of the balloon indicating crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. Reviewing these specified parameters against the batch records for the crimped unit, there are no anomalies evident. A visual and tactile examination found multiple kinks along the proximal portion of the hypotube shaft from 160mm to 210mm distal from the distal edge of the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section found a kink at the port bond skive location and 13mm proximal from the port bond skive along the mid-shaft section of the device. This type of damage is consistent with excessive force being exerted on the delivery system. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75x16mm promus element ¿ stent was selected; however, during preparation and outside the patient's body, it was noted that the stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 2.75x16mm promus element stent was selected; however, during preparation and outside the patient's body, it was noted that the stent struts were damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.